Manufacturer narrative:
Concomitant medical products: product ID: 37751, lot/serial#: (B)(4). Product type: recharger. Product ID: 37651, lot/serial#: (B)(4), product type: recharger. Product ID: 37651, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for dystonia and movement disorders. It was reported that the patient's device went completely out, she tried to reset it, she tried to charge and it didn't work and patient is in pain in her neck because she believes the ins battery is low and she was not able to charge it. Patient states her neck hurts because her movements are worse and patient also states her balance is off. The screen on the insr is completely blank. The connector pin doesn't appear bent or loose. When the patient plugged the connector pin back in and plugged into the power outlet she hears the insr beep but the screen remained blank. Patient confirmed it was a single tone, not beeping every 5 seconds. No out of box failure was reported. No symptoms were reported. A replacement recharger was sent to the patient. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating the patient got the replacement and was able to charge the ins because the ins was "dead" and needed to be charged.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37751, serial# (B)(4), product type recharger; product ID 37651, serial# (B)(4), product type recharger. Analysis had shown no anomalies with the recharger. If information is provided in the future, a supplemental report will be issued.